Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 31mm amplatzer amulet was implanted. On (B)(6) 2017, a tee revealed a small pericardial effusion and was deemed not clinically significant. No intervention was performed. On (B)(6) 2017, the patient was reported to have expired. Of note, the death was not related to the implant device or procedure. (Clinical study patient ID: (B)(6)).